Event description:
During a procedure the tip of the extraction screwdriver broke, as the screw was being taken out. The tip of the screwdriver was removed successfully. There was a delay of under 1 minute. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. DHR: the teleflex c of c, dated (B)(4) 2006, indicated the correct specifications were used and met all requirements including material type and hardness. The synthes incoming final inspection sheet number 352if311, revision "h", indicated that the lot was inspected and conformed to all required specifications. The extraction screwdriver was made to the synthes drawing (B)(4) 2005. Placeholder.